Event description:
It was reported the pt's entire system was removed due to an infection. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Results other= catheter.